Event description:
It was reported that the ok and down arrow keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the rubber keypad was intact with no peeling or tearing. Bulging and lifting from the base was observed. All of the keypad buttons require multiple presses and excessive force to activate. None of the keys have normal spring back or click. No scrolling behavior or hypersensitivity was discovered during investigation. The keypad was removed to investigate and there was visible contamination under all key contacts.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.